Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported issue and replaced the right master tool manipulator (mtmr), replaced the remote arm controller (rac) 2, and swapped the rac 2 with rac1 to resolve the issue. The system was tested and verified as ready for use. The remote arm controller was returned for failure analysis but the reported failure could not be replicated or confirmed. Failure analysis (fa) installed the rac into a printed circuit assembly (pca) xi system. The system started up normally. The system passed a voltage check. The fan was found to be working. The firmware revision was verified. The sine tests passed. The system was left idle for 15 minutes. The system was power cycled for two hours, with no errors. The master tool manipulator (mtm) was returned for failure analysis. The reported failure (recoverable fault) was unable to be reproduced, but could be confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. A sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. No repairs are required to address the reported problem. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to the second surgeon side console after the start of the procedure due to a recoverable error occurring and the mtm not being able to be controlled. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer encountered a recoverable fault. The customer stated that the surgeon was no longer able to control the master tool manipulator (mtm). The technical support engineer (tse) advised the customer that the mtm would remained disabled until the system was power cycled. The customer continued with the procedure with the second surgeon side console (ssc). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system started up with no issues. The issue first occurred during the procedure. The master tool manipulator (mtm) was not manipulating the arm. They completed the procedure successfully with the other surgeon side console (ssc).